Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the implantable cardioverter defibrillator during the use of a spinal cord stimulator which caused pauses of up to three seconds. The patient was presyncopal and is device dependent. The spinal cord stimulator is a continuous use stimulator. Programming changes were discussed. No addition information was reported.